Manufacturer narrative:
The reported event is confirmed, cause unknown. The stent was returned with the original packaging. There was a separation of the stent at the port hole causing jagged breakage of the pigtail. The stent did not appear to be stretched and no material discoloration was noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that the device pigtail was broken off. Per additional information via email from ibc on 22feb2021, the device was not used on patient hence there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device pigtail was broken off. Per additional information via email from ibc on 22feb2021, the device was not used on patient hence there was no patient involvement.